Event description:
It was reported to philips that the device was severely damaged after falling off of a moving fire truck. The customer requested that the device be evaluated and repaired for the resulting external and internal damage. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 17-jun-2020. Upon evaluation of the device by an authorized bench technician, it was verified that the unit had been severely damaged due to the fall. A visual inspection of the unit noted that the front case and printer were physically damaged while the power pca and processor pca had missing components. Functional testing showed that the printer and nbp module were no longer working and that there were intermittent connection issues involving the therapy port. Furthermore, it was identified that the device showed signs of charging but failed to deliver a shock when prompted. As a result of the noted issues, it was determined that multiple components would need to be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that multiple components needed to be replaced due to the damage sustained by the device as a result of the unit falling off of a moving truck. While servicing the device, the power pca, therapy pca, processor pca, printer pca, nbp module, patient connector, and printer assembly were all replaced to return the device to working condition. Following the repair, nibp and co2 calibrations were completed for preventative maintenance and the device passed all performance assurance testing. The device was returned to the customer to be placed back into service. As the damaged components were a direct result of an incident that fell outside the intended/expected use of the device, this was not considered a malfunction of the device. One power pca was returned for failure analysis. The reported allegation "device damaged after falling off truck" was not verified during lab tests. However, q5 was found to be burnt, which kept the pca from powering on. The parts were replaced with known good ones, and the device passed all related tests and operated as normal. The problem with this power pca is a shorted and burnt transistor, q5, which is a reportable issue.